Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient charged their ins on (B)(6) 2019 and now their controller was indicating it was in the red- they needed to put the ins into MRI mode and noted they knew how to do so but the controller indicated that the ins needed to be charged and therefore they couldn't put the device into MRI mode. The patient didn't have their recharger with them. The patient was advised to charge and then try putting the ins into MRI mode. The patient expressed dissatisfaction regarding needing to charge 2-3 times per day. They had recently been reprogrammed so they weren't in pain anymore but they were charging their ins more frequently. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's ins didn't hold a charge for 24 hours and that it did at first. They charged at night and it was empty by lunch. No actions were taken and they reported that the person they talked with didn't offer to help them. No further complications reported.